Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a red alert had been generated for this system due to a pacing impedance measurement less than 200 ohms on the right ventricular (rv) channel. Additionally, r-waves measurements had been decreasing. Insulation damage was suspected and a revision procedure was performed to replace the lead. No additional adverse patient effects were reported.